Event description:
A research article comprised of data from a hospital's registry of all vns patients implanted between 2000 and 2013 reported several adverse events. This report captures the eight deaths mentioned in the article. Adverse events associated with the generator that are reported throughout the article and are reported on MFR. Report # 1644487-2018-00980. No additional relevant information has been received to date.

Manufacturer narrative:
[(B)(4)].